Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the black box showed evidence of a call service 144 replace cartridge alarm. The battery compartment and cap were undamaged and fit securely. The rewind, load, and prime steps were performed successfully. No alarms occurred during investigation. A call service 144 alarm was simulated during testing. The pump cover was removed to find no further moisture ingress to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that patient was getting a empty cartridge warning on the pump screen but did not show in alarm history. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.